Manufacturer narrative:
(B)(4). The device jaws were inspected and a piece of the overmold (0.16 x 0.05 inches) was found to have pealed off during use. The broken piece was not returned. The damage observed to this instrument is similar to damage caused when the overmold contacts the sharp edge of the trocar and cuts into the plastic overmold of the moving jaw. This most likely occurred when the device was being removed from the trocar without the jaws being fully closed. There is nothing known in the manufacturing process that would cause this type of overmold damage. The investigation identified the root cause of the damaged device to be user error. The IFU states to carefully insert and withdraw instruments from cannulas (trocars) to avoid possible damage to the devices and/or injury to the patient. No trend has been identified for this failure mode.

Event description:
The customer originally reported that the device had insulation damage and there was a gap in the alignment of the jaws. Upon receipt for investigation, on (B)(6) 2014, it was noted that the plastic over mold on the jaws was broken and a .017x.05 piece was missing not returned with the device. The site was contacted but was unable to provide any additional details.